Manufacturer narrative:
This ancure endograft remains implanted and no additional information is available at this time. If additional information is received, this event will be updated.

Event description:
Boston scientific received information from the patient that 2 years ago, he had veins that were feeding into the ancure endograft, which needed to be ligated. The patient stated he now has a large stomach as a result of the procedure. The patient's following physician was contacted and stated there was a type ii endoleak followed for some years, but between 2005 and 2007, the size of the aneurysm sac increased from 4 cm to 6.5 cm. Exploratory laparotomy was performed, in which they ligated multiple lumbar arteries, which were felt to be the cause of the endoleaks. Post operatively, the patient experienced hypotension with possible post operative hemorrhage. Re-exploration was performed due to the bleeding. Mild hemorrhaging was identified with no surgical cause found. The abdomen was closed and the patient was transferred to the intensive care unit (ICU) in stable condition. The physician stated that the patient has been seen multiple times since the endoleak surgery and is doing fine. To date, no further adverse patient effects were reported.